Event description:
Info received indicated the casters would swivel in brake mode.

Manufacturer narrative:
The hill-rom technician indicated the casters were worn out. He replaced the casters to resolve the issue.